Event description:
The international customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc failure message. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's service technician was unable to duplicate the reported problem. Review of the device diagnostic log noted data acquisition pcba adc failure occurrences as reported. The service technician replaced the data acquisition pcb board, and data acquisition pcb to motor controller pcb cable, to address the findings and reported problem. Applicable final testing was performed to operating specifications.